Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the colon during a stent placement procedure performed on an unknown date. According to the complainant, the stent was being implanted to treat a malignant stricture. Following the stent implantation, the patient experienced abdominal pain. The physician performed a surgery and a perforation was confirmed at the stricture site where the stent was implanted. The stent was removed during the surgery. According to the physician¿s assessment, it is not clear whether the manipulation of the scope during the procedure or the stent caused the perforation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine.¿

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.